Event description:
It was reported the insulin pump alarmed motor error during rewind. The device was not exposed to high magnetic field. Customer's blood glucose was 171 mg/dl. No further information reported.

Manufacturer narrative:
No unexpected motor error alarms noted. Insulin pump was unable to prime during prime test due to faulty forces sensor. Insulin pump passed displacement test, rewind test, basic occlusion test and motor test. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.